Event description:
Anterior cervical discectomy (cloward), the blade broke during the incision of posterior longitudinal ligament, (standard procedure). Only tip was broken in one piece. No ptharm or life threatening outcome.

Manufacturer narrative:
Symmetry surgical is submitting this follow up report. Symmetry surgical's initial complaint came in on 12/04/2014, the device 46-3178-karlin micro knife blade, the blade tip broke during the incision of the posterior longitudinal ligament, there was no harm to the patient. The device 46-3178-karlin micro knife blade was sent back to symmetry surgical via RMA process on 12/04/2014; symmetry then sent the device to the supplier for evaluation upon return from the end user. The supplier evaluated the device: 46-3178-karlin micro knife blade no 03/12/2015, and provided symmetry surgical with the following results: a record review of finished goods lots reported was performed at the time the complaint was received. No non-conformance reports were issued for the finished goods lots reported; nor blade components lot. Also, a warehouse review was performed at the time the complaint was received. There was no product available from the same finished goods lots reported. The product from these finished goods lots and components met surgical specialties, requirement throughout the incoming manufacturing and the finial inspection processes. Samples received were evaluated and found within specification for dimension and hardness. Therefore, the most probable root cause for this complaint cannot be determined. This complaint shall be used for trend analysis if other complaints of this type are received. We will continue to closely monitor for experiences of this type. No further action is required at this time. Symmetry surgical performed an in-house inspection on remaining stock - all blades were intact, there has been 1 complaint for like devices, with (B)(4) devices sold. Should you require additional information for this follow up report: 3007208013-2015-00002 #1. Please feel free to contact us directly.